Event description:
Caller reported that a malfunction occurred on the pump, with malfunction code 9 displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur after the reset, and the customer was advised to call back if the issue reappears. The customer acknowledged and understood the instructions and was able to continue using the pump.